Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had received motor error, motor position encoder error and rewind anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the motor error during rewind. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.